Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functinal testing, no conclusion could be reached as to what may have caused the reported incident. Both of the returned instruments cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The instruments were used during an unk procedure. It was reported the er320's misfired. Surgeon was not satisfied with clip security as the clip did not appear to be closed all the way. No other info was available about the event. Another was opened to complete the case. There was no consequence to the pt.